Manufacturer narrative:
Due to character limitation (e1). Event site full name : (B)(6) hospital. Event site other contact no: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that the after inserting the transray plus 40 cc intra aortic balloon(iab) catheter during a bypass procedure in a patient undergoing cardiac arrest. An automatic filling error occurred, raising concerns about a leak. As the patient's condition was stable, the balloon was removed and the procedure was completed. There was no adverse effect on the patient's health.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10. Corrected additional contact telephone: (B)(6).

Manufacturer narrative:
Updated fields:b4,g1(contact person ¿ mfg site),g3,g6,g7,h2,f11,f13,h6(type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.